Event description:
It was reported that the patient connector of the uv flash transfer set was not connected with the titanium adaptor when the transfer set was changed. The caller stated the patient connector did not tighten to the titanium adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number of the device was unknown; therefore, a batch review could not be completed. A used patient sample was received for evaluation. Visual inspection was performed with naked eye and clemex intelligent microscope, and identified a damaged/deformed patient adapter. Leak testing was performed with underwater pressure testing, with no leak noted. Clear passage test and clamp function test performed with no issues noted. Integrity of seal surface test was performed with no leak noted. Sample analysis verified the event of a damaged product, but did not verify or duplicate an event of a connection issue. Upon conclusion of the investigation, the cause of the connection issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.